Manufacturer narrative:
Section d1: brand name corrected. Section d5: operator of device corrected. Section d4: catalog number and primary UDI corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of the power module alarming was unable to be confirmed. The power module (serial number: (B)(6)) was not returned for analysis; however, the power module backup battery (serial number: (B)(6)) was returned for analysis in unremarkable condition. The backup battery was inserted into a test power module and the unit was powered on. The power module was run for an extended duration, with the returned backup battery inserted, without any issues or alarms activating. No further testing was performed. Additional information provided on 07mar2024 stated the alarms resolved following the exchange of the power module backup battery. A root cause for the reported event was unable to be conclusively determined through this analysis. The power module backup battery (serial number: (B)(6)) was inspected and accepted into the receiving inspection storage location on 31mar2023, per material document (inspection batch # gx079) and passed all manufacturing testing. The device history records were reviewed, and the records revealed the power module (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 13jul2020. Heartmate 3 instructions for use (rev. C) under section 7 ¿alarms and troubleshooting¿ and heartmate power module instructions for use (rev. B) under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate 3 instructions for use (rev. C) section 3 "powering the system" and heartmate power module instructions for use (rev. B) under "introduction" explain how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. Heartmate 3 instructions for use (rev. C) section 8 "equipment storage and care" and section f "safety checklists, and heartmate power module instructions for use (rev. B) under "inspection cleaning and maintenance" explain how to care for and clean the power module and provides checklists for performing routine maintenance of the power module. The heartmate 3 patient handbook (rev. D) and the heartmate 3 instructions for use (rev. C) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that routine maintenance was performed to change the internal backup battery in the power module. The internal backup battery was reseated according to protocol, but the yellow wrench and red battery alarms persisted. The alarms resolved the power module was replaced with the patient's original battery.